Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that norepinephrine was programmed to infuse at 2mcg/min. However, the nurse noticed that they had to hang the next bag sooner than expected. The drip chamber was then observed and found that the drips were faster than the intended rate. The clinician then changed the bag and tubing but used the same pump. Same issue occurred, fluid dropping faster than intended. The patient reportedly had runs of ventricular tachycardia. The clinicians had to stop the infusion and obtain another pump. No further interventions were performed. The event occurred on 22 august 2024 around 1am in the intensive care unit. After bd received the above report, bd clinical practice consultant (cpc) came onsite. While observing (the facility¿s device) cleaning (practices), it was noted that some of the devices coming back to be cleaned had a ¿wire inside the door¿. This wire was from the clean tag. The tag was ripped off, but the wire remained in the device. This practice was reportedly started in late july, during rounds, nurses noted that they started seeing the wire tags "a little over a week ago". This would be an extraneous object in (inside) the large volume pump door and if not removed, would be a risk for an over infusion. Per bd cpc, the users are removing these tags and putting a rubber band around the whole module to hold the tag. As they rounded during the site visit, they looked for devices with these wire tags and removed those that they found. Nursing was notified to remove if seen. Additionally, bd cpc observed the following during their rounds: incorrectly loaded pump sets: this was on multiple units including both icus where the upper fitment was not seated correctly in the fitment housing. Just in time education provided and tip sheets and video on set loading and unloading were provided. Pumps high above patients: cpc discussed the inability to maintain appropriate head height when devices are on the pole. Discussed potential flow rate inaccuracies when compounded with incorrectly loaded pump sets.

Manufacturer narrative:
Omit: b21: type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion of norepinephrine was not able to be confirmed from the log analysis or could be replicated during device testing. The log analysis started on (B)(6) 2024 when the pc unit was first powered on. An infusion of norepinephrine was found programmed at 8mg/250ml. The infusion rate was set at 9.375ml/h with the volume to be infused set at 200ml. From 11:47:38 pm to 1:02:41 am on (B)(6) 2024, the dose was titrated as follows: 5mcg/min (rate 9.375ml/h), 3mcg/min (rate 5.625ml/h) and 2mcg/min (rate 3.75ml/h). At the time of 1:09:35 am a delay of 5 minutes was programmed but after two minutes the pump was powered off. Less than a minute later, the unit was turned on and the infusion was restored. At 1:17:36 am a 10 minute delay was programmed and by 1:25:01 am a second delay of 30 minutes was set up. However, two minutes later the delay was cancelled, the dose was modified to 20mcg/min and approximately 4 minutes later was changed to 2mcg/min. The pump module was turned off and removed at 1:38:32 am and added back six minutes later, restoring the infusion to the last dose programmed, 2mcg/min with a rate of 3.57ml/h. The unit was turned off one last time at 1:46:22 am with the key unit channel off. The inspection and testing process did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. The sear was also found to be properly closing the administration set safety clamp when the door was opened. Root cause: the root cause for the report of over infusion of norepinephrine was not able to be identified from the log analysis or from device laboratory testing. The suspect pump module was found to be infusing within specification. Note that this report lists imdrf annex a1801, a0401, g02017, c23, c07, c0601, d11, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that norepinephrine was programmed to infuse at 2mcg/min. However, the nurse noticed that they had to hang the next bag sooner than expected. The drip chamber was then observed and found that the drips were faster than the intended rate. The clinician then changed the bag and tubing but used the same pump. Same issue occurred, fluid dropping faster than intended. The patient reportedly had runs of ventricular tachycardia. The clinicians had to stop the infusion and obtain another pump. No further interventions were performed. The event occurred on 22 august 2024 around 1am in the intensive care unit. After bd received the above report, bd clinical practice consultant (cpc) came onsite. While observing (the facility¿s device) cleaning (practices), it was noted that some of the devices coming back to be cleaned had a ¿wire inside the door¿. This wire was from the clean tag. The tag was ripped off, but the wire remained in the device. This practice was reportedly started in late on (B)(6), during rounds, nurses noted that they started seeing the wire tags "a little over a week ago". This would be an extraneous object in (inside) the large volume pump door and if not removed, would be a risk for an over infusion. Per bd cpc, the users are removing these tags and putting a rubber band around the whole module to hold the tag. As they rounded during the site visit, they looked for devices with these wire tags and removed those that they found. Nursing was notified to remove if seen. Additionally, bd cpc observed the following during their rounds: incorrectly loaded pump sets: this was on multiple units including both icus where the upper fitment was not seated correctly in the fitment housing. Just in time education provided and tip sheets and video on set loading and unloading were provided. Pumps high above patients: cpc discussed the inability to maintain appropriate head height when devices are on the pole. Discussed potential flow rate inaccuracies when compounded with incorrectly loaded pump sets.